Event description:
During change out due to normal eri, externalized conductors were found on the lead via fluoro. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.3-13.2cm and 14.3-16.8cm from the distal tip. The silicone insulation was abraded and the rv and sensing conductors were visible. Another insulation abrasion was found at 8.2-9.6cm from the distal tip. The etfe coating was intact at these locations.